Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the right atrial (ra) channel. Technical services (ts) advised reprogramming options. The device remains in use. No adverse patient effects were reported.